Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, post-paced t-wave oversensing on the ventricular lead was observed. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were suggested. No further information was provided.

Event description:
New information states that programming changes were made; however, the induction test was not performed. The patient will return for normal follow-up next month.